Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a possible myopotential noise oversensing. As a result, inappropriate atrial tachy response (atr) episodes were stored. Technical services (ts) reviewed the data, and it was determined that the oversensing occurred due to the unipolar settings. However, the physician did not adjust the ra lead settings due to low pacing percentage from this lead. The patient remained under monitoring. No adverse patient effects were reported. This ra lead remains in service.